Event description:
Per the audiologist, the pt reported sounds becoming softer when using her cochlear implant system. Reprogramming the pt's sound processor resolved the problem temporarily. Results of an integrity test done in 2007 showed normal receiver/stimulator function and normal electrode function. Tone decay within 30 seconds was noted during testing, possibly due to neural fatigue. Reprogramming of the sound processor was recommended. The pt's device was explantedthe next month and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report.